Event description:
Reportable based on analysis. During cryoablation procedure, a crbs polarmap was selected for use. It was reported that the lab tech was inserting polarmap into polarx fit catheter and polarmap kinked. The device has been replaced and the procedure was completed successfully with no patient complications. The device will be returned. Analysis of the returned device revealed a shaft fracture.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. The polarmap was visually inspected for any damage related to the reported complaint seen in the field. A kink was observed in the shaft in the middle region of the shaft. Further inspection revealed the nitinol shaft was broken and visible wire could be seen. This break was reported to have happened during insertion of the polarmap into the polarxfit catheter.